Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that safety failed to engage on cathena 20g piv. Verbatim: safety failed to engage on cathena 20g piv. Item #386883 lot# 5127013 exp 4/30/28 customer has the product involved in the event and packaging."